Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number 26655, and no related nonconformances were identified. Additional information received: dilation performed: yes, indicate type of dilation? Mechanical, date of dilation: 8 sep 2023. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank no.

Manufacturer narrative:
(B)(4) date sent: 12/18/2023 additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no = n/a

Manufacturer narrative:
(B)(4). Date sent: 10/30/2023. End date: blank: 16 oct 2023. Additional information received. Outcome: recovering/resolving: recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). (B)(6). Sex: female. Age (at time of consent): 53 years. Start date: (B)(6) 2023. Alert date: (B)(6) 2023. Country of event: us. Model: lxmc15. Device lot number: 26655. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Site awareness date: (B)(6) 2023. End date: (B)(6) 2022. Severity: mild. Is the adverse event serious? No. Relationship to study device: possible. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. Diagnostic imaging: yes. Outcome: recovered/resolved. Start date : (B)(6) 2023, (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025 additional information: updated. Log line: 2. Updated: severity: mild = moderate. Updated. Log line:1. Updated: severity: mild = moderate.